Manufacturer narrative:
Patient stated he was hospitalized on new years eve, and that his blood sugar have been high, stated that it was 402 and he had really bad diarrhea, jaundice his stomach hurt, the hospital that he went to the (B)(6)hospital, the hcp conducted a CT scan and found multiple masses in the pancreas the patient wife also than stated that the patient had low blood sugar of 58. It does not appear that hospitalization or hyperglycemia is related to device but rather to some underlying disease process causing masses in pancreas. Device was not returned for investigation.

Event description:
Patient stated he was hospitalized on new years eve, and that his blood sugar have been high, stated that it was 402 and he had really bad diarrhea, jaundice his stomach hurt, the hospital that he went to the henderson ville hospital, the hcp conducted a CT scan and found multiple masses in the pancreas the patient wife also than stated that the patient had low blood sugar of 58. For treatment the patient ingested peanut butter and crackers and it went up to 70, it does not appear that hospitalization or hyperglycemia is related to device but rather to some underlying disease process causing masses in pancreas. Device was not returned for investigation.

Manufacturer narrative:
Initial reporter corrected. Health professional - no checked. Non healthcare professional. Follow up #1. Correction checked.